Event description:
It was reported that an ilet user experienced persistent hyperglycemia while using the contact detach infusion set, with device alerts indicating an occlusion that resolved only after a full supply change including a new cartridge. Customer care provided support included review of device alerts, assisted in supply replacement, and user-provided blood glucose checks. Investigation of this case revealed no visible leaks or misalignment on the removed supplies and an occlusion condition consistent with infusion set or cartridge supply issues. No clinical symptoms associated with high blood glucose reported. Outcomes included the need for troubleshooting and education, with a confirmed downward trend in glucose following the supply change without hospitalization. It was concluded that the event was due to an occlusion that was resolved through supply replacement and user education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.